Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that they were bleeding enough to where they kept soaking through pads. Patient will be pulling and disposing of their own leads on (B)(6) 2021. Patient has no follow up appointment. The patient continues to bleed heavily from the incision site and that one of her wires has broken off. They stated that their therapy was still working and was currently set to 5.7. Patient stated 2 days later that everything had come loose this morning so they went to her doctors office but the lead had broke so they could not reconnect it and the unit was removed. Patient mentioned they called the doctor yesterday because they had a wire come loose, and "the doctor said since it was the other side and it's still working, they could keep going." Patient also mentioned has an appointment for an IV tomorrow and the doctor said that was okay.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# unknown, product type: screening device. Product ID: 309201, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.